Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
The customer complained of questionable glucose results for 1 patient from accu-chek inform ii meter serial number (B)(4). At 16:14 am the glucose result from the meter was 538 mg/dl. At 16:23 am the glucose result from the meter was 312 mg/dl. The measurements were with a fingerstick. There was no allegation of an adverse event. The result of 538 mg/dl was not believed to be correct. The qc was acceptable. The suspect device was requested to be returned for investigation. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.